Event description:
Ous MDR - after an implant duration of about 72 months, it was reported that it was not possible to disconnect the lead from the pacemaker while explanting the device. The lead was capped and remains implanted. The pacemaker was exchanged. No adverse pt side effects have been reported. The device was explanted. The date of implant was not provided.